Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was lateral force applied to the enseal device when the device was being maneuvered? Can a timeline of events be provided including when the difficulties with the device began to occur and when bleeding started to occur? Was it observed that the disease state of the tissue led to the tissue being thicker than normal at the site of the observed bleeding? Due to the uterine fibroids was the uterus bigger/heavier than expected? Was the enseal device used to grasp/move/manipulate the uterus at any time during the procedure?

Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication for the surgery? What tissue was the device used on when the breakage occurred? Was it observed that the disease state of the tissue led to the tissue being thicker than normal? What mitigations were taken by the surgeon prior to the decision to convert to open? Why was the procedure converted to open due to the difficulty with the device? Was the sole reason to convert to open due to difficulties with the device or were there any patient factors/conditions contributing to the decision? Can a more detailed description of what portion/part of the device broke apart? Did the device still function after the breaking occurred? Can any pictures of the device be provided? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total lap hysterectomy, the scissors are completing breaking apart and if you look at the device you can see a piece hanging. The case was converted to open due to the device event. At the time of the call it was unknown how long or if the case was extended. No parts fell into the patient. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Corrected data: h6 medical device problem code. Additional information was requested and the following was obtained: what was the indication for the surgery? Hysterectomy for fibrosis. What tissue was the device used on when the breakage occurred? Uterine. Was it observed that the disease state of the tissue led to the tissue being thicker than normal? Not reported in provider note. What mitigations were taken by the surgeon prior to the decision to convert to open? Tried hemostasis with a laparoscopic clamp. Opened another enseal device. There was too much bleeding in that time and laparoscopic visualization was lost. Why was the procedure converted to open due to the difficulty with the device? Opened specifically for uncontrolled bleeding that could not be stopped because the enseal failed. Lost laparoscopic visualization. Was the sole reason to convert to open due to difficulties with the device or were there any patient factors/conditions contributing to the decision? Yes. Would not have opened at that point of the surgery. Can a more detailed description of what portion/part of the device broke apart? The jaw tip broke and was hanging by wires. Unable to open/close and form a seal or coagulate. Did the device still function after the breaking occurred? No.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. Additional information was requested and the following was obtained: was lateral force applied to the enseal device when the device was being maneuvered? No. Can a timeline of events be provided including when the difficulties with the device began to occur and when bleeding started to occur? The enseal was applied, grasped tissue, broke, and bleeding began immediately after the failure. Was it observed that the disease state of the tissue led to the tissue being thicker than normal at the site of the observed bleeding? Tissue was not thicker than expected at site of bleeding. Due to the uterine fibroids was the uterus bigger/heavier than expected? The uterus was not bigger/heavier than expected. It was known and expected that the uterus had fibroids and would be larger than average. Was the enseal device used to grasp/move/manipulate the uterus at any time during the procedure? The enseal device is used to grasp tissue to cut/fulgurate. It is not used for manipulation.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken. The device was connected to the generator and was recognized. However, not all functional testing could be performed. Therefore, we were unable to investigate further the hemostasis intervention. It is possible that this type of damage can occur after the device undergoes heavy loading. As described in the IFU: if the instrument shaft is visibly bent, replace the instrument. A bent shaft may cause decreased device performance. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9eh0r, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. D4 batch #: c9eh0r. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.